Manufacturer narrative:
Concomitant medical products: opo73 tubing pack lot no. 60138826 and handpiece manufacturer year: 2017. Although the tubing pack was returned for evaluation, the clinic is reporting this adverse event only and did not request or require field service or clinical support. The tubing pack model opo73, lot number 60138826 was returned to the manufacturer in original package. A visual inspection of the returned devices revealed bottle spike/drip chamber was cut off. Therefore, no testing can be completed. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a broken capsule in the patient¿s operative eye requiring a vitrectomy procedure when using the signature pro console, opo73 tubing pack, and the phacoemulsification handpiece. A description from the surgery center indicated the broken capsule occurred during the phaco irrigation/aspiration dense mode segment and the tubing and/or handpiece became clogged and when it released, a surge occurred causing the capsule to break. This report is for the phacofragmentation unit. A separate report will be submitted for the handpiece and tubing pack.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.